Manufacturer narrative:
Due to character limitations, initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6). Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Though stryker requested some patient information, stryker will not request any information which can identify, directly or indirectly, a person to be in accordance with regulation (EU) (B)(4) of the (B)(6) parliament and of the council. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their defibrillation electrodes were unable to adhere to the patient. In this state the device may not be able to provide defibrillation therapy if it were needed. 10 packets of electrodes were opened and found affected during reported event. This issue is patient related; however there was no adverse patient outcome reported.

Event description:
A customer contacted stryker to report that their defibrillation electrodes were unable to adhere to the patient. In this state the device may not be able to provide defibrillation therapy if it were needed. 10 packets of electrodes were opened and found affected during reported event. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
Section h10 additional mfg narrative of initial MDR indicates: stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Though stryker requested some patient information, stryker will not request any information which can identify, directly or indirectly, a person to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council. Section h10 additional mfg narrative of initial MDR should indicate: stryker contacted the customer to request additional information on the patient. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. Though stryker requested some patient information, stryker will not request any information which can identify, directly or indirectly, a person to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council.    Section d1 product long description of initial MDR indicates: quik-combo¿ electrodes with redi-pak¿ preconnect system. Section d1 product long description of initial MDR should indicate: quik-combo. Section d2a common device name of initial MDR indicates: external pacing/defibrillation/ECG electrodes. Section d2a common device name of initial MDR should indicate: electrode, electrocardiograph. Section d2b product code of initial MDR indicates: mkj. Section d2b product code of initial MDR should indicate: drx. Section d4 model #of initial MDR indicates: na. Section d4 model # of initial MDR should indicate: blank. Stryker evaluated the customer's electrodes at the product assessment center (pac) and was able to verify reported issue. The cause of the reported issue was determined to be likely to the storage conditions of the electrodes. The reported electrodes were sent back to the supplier. The customer has been provided with a replacement electrodes.